Event description:
It was reported that the user experienced a hypoglycemic event with blood glucose decreasing from 151 mg/dl to 40 mg/dl, followed by repeated lows the same day; the user treated with oral carbohydrates including apple juice and glucose tablets, later using cottage cheese and fruit, and troubleshooting and education were completed with suspicion of overcorrection contributing to recurrent lows. Symptoms included urgent low glucose and low glucose. Outcomes included temporary interference with normal activities due to the need for repeated carbohydrate intake. Investigation included complaint handling and troubleshooting with user education. Investigation of this case revealed no device malfunction identified and user management of hypoglycemia with oral carbohydrates. It was concluded that the event was related to hypoglycemia of unclear cause with user overcorrection as a possible contributor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.